Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3. The technical service representative (tsr) advised the home patient (hp) to cycle power and a system error 2367 occurred. The hp would disconnect and complete therapy using manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp did notify her of the alarm. The nurse stated the hp did not know what may have caused the alarm to occur. The nurse stated the hp was able to resume therapy on the cycler without any issues. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.